Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 51 mg/dl. The customer drank orange juice and ate a banana which then caused the bg level to over 400 mg/dl. The customer delivered a correction bolus. The customer did not know how to bolus for fresh fruit and has been in contact with a healthcare provider to learn how to bolus with fresh fruit. As this event occurred in the past and the customer had changed the supplies to the pump, tandem technical support was unable to troubleshoot to confirm if the pump was functioning as expected at the time of the event.